Event description:
The account alleged that the side rail will not latch in the up position. No patient impact.

Manufacturer narrative:
The account replaced the side rail latch assembly to resolve the issue.